Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that removal difficulties occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). After a non bsc stent was deployed in the proximal rca, a 28 x 3.00 promus premier¿ stent was selected to treat the target lesion; however the device was unable to cross the lesion due to tortuosity of the vessel and severe calcification. When the device was removed, the device was caught at the entry part of a guide catheter. After several attempts to pull the device inside the guide catheter, the physician pulled the device forcibly and was able to move it back inside the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. Due to the severely calcified lesion, and the complaint report stating that the stent met resistance from the tip of the guide catheter; it is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that the physician attempted to withdraw the device through the guide catheter with force required. (B)(4).

Event description:
It was reported that removal difficulties occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). After a non bsc stent was deployed in the proximal rca, a 28 x 3.00 promus premier¿ stent was selected to treat the target lesion; however, the device was unable to cross the lesion due to tortuosity of the vessel and severe calcification. When the device was removed, the device was caught at the entry part of a guide catheter. After several attempts to pull the device inside the guide catheter, the physician pulled the device forcibly and was able to move it back inside the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.